Event description:
This case was cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 11-dec-2017 from other non-healthcare professional. This case concerns patient (demographics: not provided) who received treatment with synvisc one and later after unknown latency had developed problems, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (part of second or third series) once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in 2017, after an unknown latency, the patient had developed problems. Corrective treatment: medrol dose pack for developed problems; not reported for device malfunction. Outcome: unknown for both. Seriousness criteria: required intervention for both an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received synvisc one injection from the recalled lot and later developed problems. As the concerned lot number has been identified to have malfunction by the company, the causal relationship of suspect product cannot be ruled out with the occurrence of adverse events.